Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The service center engineer (sce) received the suspect uim component. The sce performed a visual inspection and found multiple missing sub components. The sce cycled the device component on and was able to duplicate the reported device behavior. At this time, the root cause can be traced to incorrect user disassembly.

Event description:
The customer reported an intermittent distorted user interface module (uim) display. The customer stated no patient involvement with this event.